Event description:
Very little information available. This 37 year old female had breast implants removed at at surgery center, tx, and the implants were sent to hospital's pathology department for gross exam.one implant noted to be ruptured. No information available as to reason implants removed. Only identifying information was name of manufacturer and size of implatns.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.